Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a crack in the battery compartment and that the top of the battery cap was worn. The reporter denied moisture in the pump and stated that the battery cap was changed in the last one to three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.